Event description:
The customer reported that her blood glucose reached 16 mmol/l (288 mg/dl) on the second day wearing this pod on her abdomen. She realized that the cannula had slipped out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.